Manufacturer narrative:
Investigation is pending.

Event description:
On (B)(6) 2016, a variance between the inratio2 inr results was reported on a patient in (B)(6). Results are as follows: date: (B)(6) 2016, inratio2 inr: 1.6 and 2.0, laboratory inr: n/a (testing performed consecutively); ((B)(6) 2016) 2 weeks prior, 1.6, 2.3. Additionally, the same issue on some unknown date in 2015 (no details known). Therapeutic range: 2.2 - 2.5. Reportedly, incorrect gauge lancets were used. There was no reported adverse patient sequela and no additional information was able to be provided. Note: this MDR filing is due to the device being the same or similar as a device available in the united states.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing history of the lot was performed. The reported lot was investigated as part of (B)(4). Investigation identified an issue with sample collection that led to increased discrepant results during donor testing. Reevaluation of the lot based on this investigation shows the lot to be performing as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The root cause could not be determined.